Event description:
The pt underwent a diagnostic cardiac catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The device functioned as intended, the needles were removed and sutures tied as indicated. At this point, the device was difficult to remove. Further traction was applied to the device and the device was withdrawn without the tip attached. Fluoroscopy indicated that the j-tip had been sutured to the artery. Hemostasis was sufficient and the pt was already scheduled for bypass surgery the next day. The retained j-tip was removed at the time of the bypass surgery. The pt did fine without sequelae.